Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited a significant decrease in remaining longevity, dropping to 1.4 years after only two months of implant time. During the device replacement procedure, the right ventricular (rv) lead was tested and no pacing was observed even at an output of 7.5v. The pacemaker was explanted, but the rv lead was not able to be removed so it was surgically abandoned. No additional adverse patient effects were reported. The explanted pacemaker was expected to be returned for analysis.